Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that as a result of the hyperglycemia he suffered a heart attack. The customer's blood glucose reading was 795 mg/dl at the time of event. At the time of the report, the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.